Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be an unexpected high ultra-filtration (uf) for this therapy compared to other therapies. If any additional information is received, a follow-up will be sent.

Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2013 00:11:24. During night drain cycle four, the patient's ultrafiltration (uf) reading was 27760ml, indicating the home patient (hp) drained 27760ml more than their maximum programmed fill volume of 2000ml. This information meets iipv criteria. Upon further investigation, the uf reading from drain cycle five was added into the uf reading for drain cycle four due to the patient ending therapy before the drain was completed. The drain volume of drain cycle four was 2042 ml, which does not meet iipv criteria. However, the patient volume went from 1998 ml at the beginning of drain cycle five to -27708 ml, indicating a drain of 29706 ml. This drain does meet iipv criteria. No additional information is available.